Event description:
It was reported that the patient received multiple inappropriate shocks due to noise caused by a lead fracture. The patient had twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event was confirmed. Visual analysis found the sensing coil fractured close to the connector ring. The damage found is consistent with that caused by fatigue. Electrical analysis found an intermittent open circuit.